Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a pelvic floor repair uphold lite procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and detached with the needle. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold lite revealed that the suture on the blue dilator was not cut or broken. The dart/needle was missing from the end of the suture--the needle had pulled off the suture without the suture breaking--and the detached needle was not returned. Analysis also revealed that there was no damage to the capio slim suture capturing device. A review of the device history record (DHR) found that all acceptance records indicate that the device was manufactured in accordance with device master record. Since the needle pulled off the suture, the investigation concluded that the root cause is supplier manufacture as this complaint is associated with a product that fails to meet specification due to the manufacturing process at a supplier site. There is an investigation in place to address this issue. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a pelvic floor repair uphold lite procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and detached with the needle. The procedure was completed with another uphold lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.